Event description:
A customer reported that an ophthalmic operating system had multiple port illuminator issue. Details of surgery and patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The event code of illuminator issue was not reported by the customer. The event code of preventative maintenance is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-01011. The manufacturer internal reference number is: (B)(4).